Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes. B2 - the date of death was not provided. B3 and d6a. Event date/implant date was not provided, therefore date of publication was used. H6 - patient codes: e2401 was used, as the cod was not reported. Details of the event, including patient information and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Levy, b. R., waqas, m., monteiro, a., cappuzzo, j. M., baig, a. A., khawar, w. I., davies, j. M., snyder, k. V., siddiqui, a. H., riina, h. A., & levy, e. I. (2023). Not a trifecta: complementary use of carotid artery revascularization techniques in the era of hybrid neurosurgery. Journal of neurosurgery, 138(1), 199 to 204. Https://doi.org/10.3171/2022.4.jns22420.

Event description:
It was reported via literature that one patient died within 30 days of the transcarotid artery revascularization (tcar) procedures. The aim of this study was to provide real-world data comparing the safety and effectiveness associated with the performance of carotid revascularization techniques (carotid endarterectomy (cea), carotid artery stenting (cas), or transcarotid artery revascularization (tcar)) by dual-trained neurosurgeons. A total of 780 patients were included in this analysis, 583 with cas procedures, 165 with cea procedures and 32 with tcar procedures. Review of the data revealed that of the 32 patients treated with tcar, 1 patient died within 30 days of their respective tcar procedure. The cause of death (cod) was not reported. It was not reported whether the device or procedure caused or contributed to the patient death.

Manufacturer narrative:
B2 - the date of death was not provided. B3 and d6a. Event date/implant date was not provided, therefore date of publication was used. H6 - patient codes: e2401 was used, as the cod was not reported. Details of the event, including patient information and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Levy, b. R., waqas, m., monteiro, a., cappuzzo, j. M., baig, a. A., khawar, w. I., davies, j. M., snyder, k. V., siddiqui, a. H., riina, h. A., & levy, e. I. (2023). Not a trifecta: complementary use of carotid artery revascularization techniques in the era of hybrid neurosurgery. Journal of neurosurgery, 138(1), 199 to 204. Https://doi.org/10.3171/2022.4.jns22420.

Event description:
It was reported via literature that one patient died within 30 days of the transcarotid artery revascularization (tcar) procedures. The aim of this study was to provide real-world data comparing the safety and effectiveness associated with the performance of carotid revascularization techniques (carotid endarterectomy (cea), carotid artery stenting (cas), or transcarotid artery revascularization (tcar)) by dual-trained neurosurgeons. A total of 780 patients were included in this analysis, 583 with cas procedures, 165 with cea procedures and 32 with tcar procedures. Review of the data revealed that of the 32 patients treated with tcar, 1 patient died within 30 days of their respective tcar procedure. The cause of death (cod) was not reported. It was not reported whether the device or procedure caused or contributed to the patient death.